Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen obstruction of flow could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with a proglide device in the calcified right common femoral artery was attempted via a 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after placement of the proglide device, back flow was not achieved from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two successfully placed proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.